Event description:
Upon opening the stryker sterile tubing extension (40.0inch ref: 5920-000-006 lot: 23290012 exp:02-01-2025), it was noticed that a black hair was in the package upon opening; before the surgical tech took the item to put it on the sterile field. The item was immediately discarded and was not put onto the sterile surgical field.